Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the sds was received without the manifold and the stent. Confirmation was received from the facility that the stent dislodged outside the patient and was disposed. There was a break in the hypotube and the overall length of the received portion of the sds was 124 cm. There is dried blood and contrast present. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The balloon was tightly folded. There were stent strut impressions on the surface of the balloon, centered between the markerbands. The strut impressions on the balloon confirmed that the stent was appropriately positioned and secured to the sds during manufacturing. The mid-shaft was stretched 3.7 cm in length starting at the hypo-tube bond . The tip was bunched and slightly stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx). A 12x2.75mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. An anchor balloon technique was used to advance but sds but it still did not cross. Upon removal it was noted that the catheter shaft was kinked and the stent had moved on the balloon. The procedure was completed with a different device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx). A 12x2.75mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. An anchor balloon technique was used to advance but sds but it still did not cross. Upon removal it was noted that the catheter shaft was kinked and the stent had moved on the balloon. The procedure was completed with a different device. There were no patient complications and the patient's status is good.